Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "loose fibers in the custom pak" (foreign material present in device). The customer reported: we are noticing that the 4x4's in our custom packs have loose fibers. Ophthalmology surgery requires no loose fibers. No pt impact was reported. Additional follow-up info has been requested.